Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The recent cardiac surgery was the left ventricular assist device (lvad) implant. There was no concern for pulmonary issues regarding the bilateral lung opacification.

Event description:
It was reported the patient experienced an embolic stroke and a thrombectomy was performed. They had left sided weakness, which slowly improved following the event. The location of the embolic stroke was not provided and the cause of the stroke was unknown. There were no recent changes to pump parameters. The patient had a computed tomography (CT) scan, which showed acute ischemia involving portions of the right middle cerebral artery (mca) territory with thrombus/embolus involved in the right m1/m2 segments. There was no acute intracranial hemorrhage or significant midline shift. The computed tomography angiography (cta) showed the right m1 occlusion with minimal reconstitution more distally and a right mca occlusion. The cta also showed postoperative changes from the recent cardiac surgery with bilateral lung opacifications. The patient was discharged to rehabilitation care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.